Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot test was performed and failed due to receiver not powering on after charging. An internal visual inspection was performed and failed due to moisture damage. Pictures were taken. The log was not downloaded because the unit does not power on after charging. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.